Event description:
It was reported that the patient experienced bradycardia and near syncope post implant of the right ventricular (rv) lead. At the po st-operative check one day after implant the lead was found to be dislodged and was repositioned. The lead had dislodged again when checked the following day. The lead was removed and replaced by an active fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).